Manufacturer narrative:
Date of event in initial MDR is corrected to (B)(6) 2019. Date of this report in initial MDR is corrected to (B)(6) 2019. The repositioning was performed on (B)(6) 2020, the repositioning solved the problem and patient is happy. Date received by manufacturer in initial MDR is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1- adverse event. B2- required intervention to prevent permanent impairment/damage (device). B5- the lens was repositioned on (B)(6) 2019 and the reporter states "patient is happy after repositioning." H6-patient code 3191: secondary surgical intervention; lens repositioning. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/3.0/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on 12/jul/2019. Refractive surprise was observed on (B)(6) 2019, the lens remains implanted. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2019, "a repositioning is planned, patient's current condition 20/32 and bcva is 20/20." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.